Event description:
It was reported that the cord is pulling away at the strain relief. 15 april 2025 evaluation review found the probe cable outer cover insulation is pulled from the transducer strain relief due to design-related failure. The internal wiring is exposed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of cord is pulling away at the strain relief was confirmed. The probe cable outer cover insulation is pulled from the transducer strain relief due to design-related failure. The internal wiring is exposed.